Manufacturer narrative:
On (B)(6) 2017, a field service engineer (fse) visited the customer site since issue was not solved over the phone. Found instrument not initializing. Issue with turn table not finding home position. Removed the sensor 102 and cleaned and reseated the sensor. The fse also identified an issue with wash coming up to temperature (temp.). Temp stayed at 30 degrees celsius the fse also checked power board for heater and found 24volt going to wash heater (inadequate). He replaced the wash heater. Wash temp at 38.5 degrees celsius. The fse found heater element in wash heater burnt. Ran substrate background. The customer performed quality control (qc) runs and patient samples. The instrument was working as intended and hence no further actions were required by field service. The most probable cause of the reported event was due to a defective wash solution heater. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015, a customer reported error 3003: waiting for temperature with their aia-360 analyzer. Customer indicated that the error never goes away. The customer was unable to run beta-hcg and pth patient samples. On (B)(6) 2015, a technical support specialist (tss) was dispatched via phone to address the reported event, which resulted in delayed reporting of beta-hcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.